Event description:
The issue occurred during preparation prior to sedation, and the therapeutic (hernia) procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information supplied by the customer. Please refer to the following sections for the new information: b5, d10, h10 as per the customer, the exact event date is unknown. The event occurred around november 2023.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of poor image was not confirmed. There were no issues found with the image. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿the video connector section, including the electrical contacts, shall be sufficiently dry before connecting to the video system center. Also, make sure that the electrical contacts are clean before connecting. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. - when connecting the video connector to the video system center, push the video connector firmly until it "clicks" into place, then gently pull the video connector to confirm that it cannot be disconnected. If the video connector is not securely connected, there is a possibility that the image may disappear during use.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had poor image. The image was noisy on the lower right side of monitor. There were no reports of patient harm.